Manufacturer narrative:
(B)(4). Batch #unk. This was received directly from the brazilian health authority (anvisa) through an anonymous report, so the customer is unknown. No additional questions could be asked as no follow-up contact information is available. In addition, no correlation can be drawn between the ethicon device use and the postoperative patient complication; therefore, it cannot be ascertained. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon stated that the stapler was contaminated because the primary packaging was violated and incorrectly sealed with the manufacturer's seal. After identifying the problem, another unit was given.